Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The disposition of the device involved in the event was unknown; therefore, a return sample evaluation is unable to be performed. (B)(4). A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient underwent a procedure to replace the peg-j tubing due to an unspecified tubing issue. During the procedure, a buried bumper was confirmed. A surgery appointment was scheduled on an unknown date for removal of the buried bumper and replacement of the tubes.